Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device did not fire normally and there was poor staple formation. The device partially fired. The staple line was incomplete centrally and distally. To correct the issue, they re-stapled. There was no patient injury. The last known patient status is stable.